Event description:
It was reported that during the placement procedure, the white trocar broke off during tunneling of the lead. The trocar was lost inside the pt. It was later found and there was no harm caused to the pt.

Manufacturer narrative:
(B)(4).